Event description:
Pt hospitalized several days for hypoglycemia, released and readmitted later the same day for hyperglycemia. In first hospitalization, kept on pump, given IV drip with glucose. In second hospitalization, had abdominal cat scan for intense abdominal pain and IV insulin. Pt stabilized and released on same insulin pump. Dr feels events related to other medical conditions of this pt.